Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead displayed loss of ventricular capture during a device interrogation. A chest x-ray was performed where the lead was noted to have dislodged into the right atrium. The patient was seen for a lead revision procedure where the lead was explanted and replaced. There were no adverse patient effects reported. It was reported that the lead will not be returned.